Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1473. It was reported the patient experienced a shock from her scs system up her neck and head. X-rays were taken and did not show any abnormalities. An sjm representative had met with the patient on (B)(6) 2013 previous to this event and impedances were normal and the patient had good stimulation coverage. Her physician could not identify a problem and is monitoring the issue. The patient stated she has had her scs system turned off since (B)(6) 2013. Surgical intervention is pending to interrogate her scs system intraoperatively to see if the leads function properly. A visual inspection will be done on the ipg to see if there is any moisture infiltration in the ipg header.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.